Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead and left ventricular (lv) lead were implanted and connected to the device, however experienced pacing failure and lack of stimulation pulses. It was noted that the pq interval was markedly prolonged compared with that at the time of implantation and the p-wave appeared just after the t-wave. It was determined that the device was unable to recognize the atrial p-wave due to post-ventricular atrial refractory period (pvarp). Despite the shortest pvarp, it was ineffective. Atrio-ventricular node ablation was performed and pacing could then be performed. The system remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.